Event description:
A family member reported that the pump dispensed insulin during the load step emitting a "no cartridge detected" warning.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed an out of calibration force sensor, moisture damage and contamination in the force sensor assembly. A rewind, load, and prime sequence was performed successfully without alarms; the pump was exercised for 24 hours without interruptions. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Correction number: 2531779-03/24/2010-003-r.